Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been included with this report. (B)(4).

Event description:
It was reported that customer were not using the auto mode feature on insulin pump at the time of event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 427 mg/dl at the time of incident. Customer reports insulin pump system has not been in use within 48 hours of reported high blood glucose event. The customer did not provide details regarding symptoms and treatment of high blood glucose. The customer also report the insulin flow block and event was resolved by changing complete set. The customer state that the insulin pump had blank display and also state that the display return after insulin pump restart. The insulin pump will not be returned for analysis.